Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump, reservoir, and infusion set had been damaged, and the pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-242a, mmt-332a. Troubleshooting was performed for the display issue, and the customer reported that there was no damage to the battery cap contacts or compartment springs. Troubleshooting was performed for damage, and the customer reported damage to the display window cover, reservoir tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Blank display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, stained keypad overlay, cracked belt clip rails. The p-cap/reservoir does lock properly. Confirmed blank display after battery installation due to severely corroded pcb1 board and pcb2 board. Confirmed cosmetic damage at belt clip rails. Confirmed moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.